Event description:
It was reported that the blade broke in half during a meniscal debridement. The portal incision was enlarged to flush out the tip. This information was not given with original report but only after a follow-up on (B)(6) 2013. The patient reported no pain during any of her follow up visits. Follow ups were 4 out of the six months. However 6 months post-op she stated that she had a swollen and painful knee, possible infection. She has not followed up with surgeon as of (B)(6) 2013.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Initial evaluation revealed the outer shaft is broken at the curve. Further evaluation revealed plier marks found all over the outer tube. Also the proximal end of the shaft was found to be bent. It was determined that the device had been bent sideways and broke. The device met all material specifications as received. Typically this type of event is caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.